Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent up button response due to corroded keypad traces. No button error alarm was noted. No ramping anomaly or scroll bar anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip and a cracked belt clip slot.

Event description:
It was reported that the insulin pump had scrolling numbers on the display during a bolus attempt. The blood glucose reading was 280 mg/dl. The caller stated that after the numbers began to scroll, the customer replaced the battery, then received a button error alarm. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.